Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on peritoneal dialysis (pd) therapy contacted customer service to report a patient has been diagnosed with peritonitis. Upon follow up, the pdrn stated the patient was experiencing symptoms of abdominal pain and cloudy effluent. The patient presented to the outpatient pd clinic and a pd culture was obtained, the culture results were an elevated white blood cell (wbc) count consistent with peritonitis. The cause of the patient¿s peritonitis was reported as a breach in aseptic technique during the pd exchange. The patient¿s culture results were positive for peritonitis; however the organism was unknown. The patient was treated with vancomycin intra-peritoneal (ip) on an outpatient basis per clinic algorithm. It was reported that the patient is be recovering from the event and continues pd treatment with the same cycler without any reported issues. Additional details were requested, however, not provided.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on peritoneal dialysis (pd) therapy contacted customer service to report a patient has been diagnosed with peritonitis. Upon follow up, the pdrn stated the patient was experiencing symptoms of abdominal pain and cloudy effluent. The patient presented to the outpatient pd clinic and a pd culture was obtained, the culture results were an elevated white blood cell (wbc) count consistent with peritonitis. The cause of the patient¿s peritonitis was reported as a breach in aseptic technique during the pd exchange. The patient¿s culture results were positive for peritonitis; however the organism was unknown. The patient was treated with vancomycin intra-peritoneal (ip) on an outpatient basis per clinic algorithm. It was reported that the patient is be recovering from the event and continues pd treatment with the same cycler without any reported issues. Additional details were requested, however, not provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on peritoneal dialysis (pd) therapy contacted customer service to report a patient has been diagnosed with peritonitis. Upon follow up, the pdrn stated the patient was experiencing symptoms of abdominal pain and cloudy effluent. The patient presented to the outpatient pd clinic and a pd culture was obtained, the culture results were an elevated white blood cell (wbc) count consistent with peritonitis. The cause of the patient¿s peritonitis was reported as a breach in aseptic technique during the pd exchange. The patient¿s culture results were positive for peritonitis; however the organism was unknown. The patient was treated with vancomycin intra-peritoneal (ip) on an outpatient basis per clinic algorithm. It was reported that the patient is be recovering from the event and continues pd treatment with the same cycler without any reported issues. Additional details were requested, however, not provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.